Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and exhibited loss of capture (loc). No report of greater than two seconds asystole. The lead was explanted. The physician was unsuccessful in repositioning a new lv lead. No additional adverse patient effects were reported.